Event description:
During preparation for or during cardiopulmonary bypass, the roller pump speed was observed to be erratic. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not begun. Device repaired and returned.